Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 630 mg/dl and trace ketones. Reportedly, the cause for the reported issue was due to the customer using a "bad batch" of insulin. The customer was released from the ER a "few hours" later. No additional information was provided. Contact declined to troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.